Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip would not deploy from the catheter. The procedure was completed successfully with a non-bsc clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h11: correction: additional information has been received on 29nov2022 stating that the clip would not lock onto the tissue which is a non-reportable event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a colonoscopy procedure performed on october 17, 2022. During the procedure, the clip would not deploy from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Additional information received on november 29, 2022. During the procedure, the clip would not lock onto the tissue therefore would not deploy from catheter.